Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported that they made adjustments to their setting when they went to florida for 2.5 weeks and was unable to write down the original base rate. When they went back home not knowing the original settings they tried to make adjustments; pt mentioned "it's zapping me a lot" and their "pain level is out to 10", they're in so much pain. Pt mentioned they've been trying to contact their manufacturer representative (rep); pt went to their healthcare provider (hcp) and the hcp tried to contact the rep. Both the pt and the hcp haven't received any response from the reps. When asked about event date, pt mentioned 3 weeks going to 4 weeks now. When asked about notify date, pt mentioned more than a month and added the hcp tried contacting the rep on 2026-feb-13. Agent reviewed information and sent email to reps for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.